Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. The 99% instent restenosis was in a non-bsc stent located in the calcified ostial right coronary artery. The physician advanced a 3.0x16mm ion stent to the lesion and got three quarters of the way across but could not advance any further even after pushing very very hard. During removal of the device the stent came off of the balloon but stayed right in the middle of the lesion. The physician deployed the stent right where it was and got a good result. The procedure was completed with the deployment of this device. No patient complications were reported and the patient's status is fine.